Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had pain and swelling. There was polyethylene pieces removed. The polyethylene insert was worn at the posterior side of the implant. The implant was removed and replaced with an implant of greater thickness. The patella had a wear pattern through the middle section and was removed and replaced. The surgeon indicated the femoral and tibial components were well fixed and did not remove these.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.